Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint #(B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. This unit (sn (B)(4)) was returned for evaluation. The unit was received in good physical condition. The unit was tested per manufacturing procedures during assessment. The unit functioned as intended and no defects were found. The function of the accusync is to detect the ECG r-wave and generate a signal for output to the nanoknife generator for precision ECG synchronization and to monitor this signal. The accusync would not cause an irregular heart rhythm, but rather identifies it to allow the physician to monitor it throughout the procedure. The unit met all acceptance criteria. The related nanoknife generator that is used with this unit was not alleged to have a malfunctioned during this event and was not returned with the accusync for evaluation. The disposable nanoknife single electrode probe used during the procedure was disposed of by the healthcare facility and was not available to be returned to the manufacturer for evaluation. The customer's reported complaint description of the patient experiencing ventricular extrasystole during nanoknife ablation was confirmed based on information provided by the angiodynamics' sales rep and the treating physician. No medical intervention was required, there were no hemodynamic changes. The patient suffered no lasting, permanent harm. Although the complaint is confirmed, a root cause cannot be determined. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. The accusync user manual, which is supplied to the user with the accusync. States that "the accusync 72 is a 3 or 5 lead ECG (electrocardiograph) monitor which detects the r-wave of the ECG signal and generates a signal for output to an external device for precision ECG synchronization (also called r-wave triggering or gating). It consists of an isolation amplifier that obtains the signal from the patient and processes it for display or recording". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
As the reported defective disposable device was not returned, angiodynamics is unable to perform a device evaluation. The customers reported complaint of a broken fiber could not be confirmed because no sample was returned for evaluation. Without confirming the complaint, a root cause cannot be determined. The patient was unaffected due to this event. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60 mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). Device disposed of by user.